Event description:
It was reported that patient presented in the or for a lead revision due to complete loss of rv capture. After replacing with a new lead and connected with the device, high capture thresholds were observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of a capture anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported capture anomaly could not be determined.